Event description:
It was reported that the patient with this pacemaker system experienced an infection. Subsequently, the right ventricular lead was explanted. No additional adverse patient effects were reported.